Event description:
It was also reported that the atrial lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned in segments and analyzed. The distal conductor was fractured. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. The helix/lobe was distorted/ bent. There was blood in/on the helix/lobe mechanism.